Event description:
An inexperienced therapist at a hosp not very experienced with using the model 3100a reported difficulty in keeping the 3100a's oscillator running while treating a pt. The pt was temporarily placed on a conventional ventilator while another 3100a was made available.